Event description:
The clinician reported that on the day the dental implant was placed, in ada 8 of the patient's mouth, a failure occurred upon insertion. Patient presented with fair oral hygiene, inadequate bone quality / quantity and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.